Manufacturer narrative:
Correction: h6 health effect - impact code updated to unexpected medical intervention, it was previously reported as unexpected diagnostic intervention.

Event description:
It was reported that a patient's right atrium leadless pacemaker (ralp) exhibited far r-wave oversensing. No changes or interventions were reported. The patient condition was not known.

Event description:
Additional information received indicates that the far r-wave oversensing was initially discovered at an in-office check. Programming changes were performed to resolve the issue. The patient was stable before, during, and after the changes.